Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose of over 800 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin. At the time of the report to tandem technical support the customer was still admitted to the hospital. Recommendation was made to consult with a healthcare provider regarding diabetes management.